Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. It was determined that the customer could continue using the pump, and they were advised to contact technical support if any issues arose again.